Event description:
It was reported that the user experienced a low glucose episode followed by a rebound high after self-treatment, and review of pump data indicated missed meal announcements that led the ilet system to deliver corrective insulin in response to a rapid glucose rise. Symptoms included hot flashes, shaking/ tremors, hypoglycemia and subsequent hyperglycemia ranging from 39 mg/dl to 212 mg/dl. Outcomes included resolution with self-treatment using oral glucose without need for medical intervention or hospitalization. Investigation included review of device reports and user behavior, along with follow-up to obtain event details and treatment information. Investigation of this case revealed user-related missed meal announcements as the primary factor, which led the device algorithm to respond to the rapid post-meal glucose rise and contributed to overcorrection. It was concluded, based on previously established findings for similar reports, that the cause was user adherence and use error related to missed meal announcements.